Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he had a blood glucose level of 535 mg/dl due to a bent cannula. Caller stated that the customer was treated with a manual injection. The insulin pump was not replaced or returned for analysis.